Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event date. Please provide the full product code for the reported device. If available, please provide the batch and/or lot number for the reported device. How was the procedure completed?

Event description:
It was reported that during an unknown procedure, when removing the machine, verified correct stapling but bad cut by default of the machine. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was disposed of.